Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center port of the bag after the tpn bag was pumped before use. The leak was identified after a bag had been taken off the compounder.there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between may 31 - june 1, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was not easily identified; however, the reported issue was easily identified by the visual inspection of the photo sample. Functional testing was performed by filling the bag with approximately 500ml of tap water and the leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.